Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) device is exhibiting farfield oversensing on stored atrial tachy response (atr) episodes. Boston scientific technical services (ts) discussed lengthening the device programming for the atrial blanking period after ventricular beat to resolve the oversensing. The device remains in-service. No patient symptoms or adverse patient effects were reported. Additional information was received that when this patient exercises and their heart rate reaches 125 beats per minute, exceeding the programmed maximum tracking rate (mtr) of the crt-d device, they feel their heart skip a beat. Ts discussed premature ventricular contractions and upper rate behavior with the patient. It was noted that the physician has tried to program the crt-d device to correct this issue. Ts referred the patient to the physician for a more complete discussion of device behavior. No additional adverse patient effects were reported. Additional information was received that this crt-d device exhibited farfield oversensing on another recent stored atrial tachy response (atr) episode. Ts discussed with the healthcare provider (hcp) to consider adjusting the device programming for the atrial blanking period after ventricular beats to try to resolve the oversensing. The device remains in-service. No patient symptoms or adverse patient effects were reported.